Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was chipping in the reservoir when customer unscrews it. The customer stated that the insulin pump was working fine and they only hear a cracking sound when removing reservoir. No when harm requiring medical intervention was reported. The device will not be returned for analysis.